Event description:
It was reported that when using the bd pyxis¿ medbank tower whole cubie popped out instead of opening the lid. The customer reported that after attempting to perform a cycle count, the cubie also popped out again. When in tester mode and opening the drawer, the cubie again released with no inputs. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the spring on the row board for pocket three had been misaligned. The field service engineer resolved the issue by adjusting the spring, reinstalling the pocket, performing more than ten successful close function tests in the tester app, and confirming proper operation in the application with two witnesses, while the customer completed cycle counting and adjusted inventory accordingly. The system functioned as intended after the field service engineer repaired the device.